Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of air bubbles from the reservoir. The customer's blood glucose reading was 92 mg/dl and 68 mg/dl. The approximate sizes of the air bubbles are sizes of a pencil point, while some are sizes of champagne bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer stated that the air bubbles did not persist after set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to monitor and call back if issues persist.